Manufacturer narrative:
(B)(4).

Event description:
The consumer via the manufacturer representative reported that the patient felt a "deep pop" while picking up laundry; she was worried it was her spinal cord stimulation (scs) system. Event cause was unknown. The patient had a follow up appointment scheduled on (B)(6) 2016 to check it out. The consumer reported that there was swelling and soreness in the area of the patient's back where she had felt the pop. The patient's status was alive with no injury at the initial time of report, and the issue was not resolved at that time. No interventions were reported for this event. Follow up information was requested to determine event outcome and steps planned/taken to resolve the reported issues. Additional information received from the manufacturer representative further reported that the patient was seen on (B)(6) 2016 to discuss the incident. The manufacturer representative ran impedances checks, and all electrodes were working properly. After reprogramming, the patient felt like she was getting good therapy again. If additional information is received, a follow up report will be sent. The patient's indications for use included non-malignant pain.